Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The pump showed appropriate arterial waveform but would not calibrate the fiber optic. I originally thought this was a balloon issue. However, when switched to a different pump, the fiber optic calibrated immediately. The iab disconnect alarm became more and more frequent during troubleshooting. The nurse verified all connections were appropriately connected. There was no blood or discoloration in the helium tubing. The nurse switched to another pump and there were no unable to calibrate nor iab disconnect alarms indicating the cs300 was the issue. The customer has not requested service from getinge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that while in use, cs300 intra-aortic balloon pump (iabp) had unable to calibrate optical sensor and intermittent iab disconnect alarms. There was no patient harm or injury reported.